Event description:
Medtronic received information, regarding an imaging system being used outside of a procedure. It was reported, that during the mobile view station (mvs) shutdown. A blue screen was displayed on the monitor and the system then shut down. There was no patient involvement. Additional information was received. It was reported, that the mvs shutdown was commanded.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000862, serial/lot#: (B)(6) rev. 11. H3: a manufacturer representative went to the site to service the system. The mvs server was replaced. Evaluation of the mvs server bi71000862, lot# 1470404 rev. 11, found that the cd/dvd rom was no accessible. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.